Event description:
A report was received that the patient was explanted as one of the leads was protruding through his skin. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50 serial # (B)(4) description: linear 3-6 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.